Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, serial/lot #: 49016, ubd: , UDI#: ; product ID: bi71000167, serial/lot #: 058, ubd: , UDI#:. A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. The umbilical cable was returned to the manufacturer for analysis. The umbilical cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The rear breakout panel was returned to the manufacturer for analysis. Analysis found that the panel was worn. Visual inspection showed that the metal handle that locked the umbilical cable in place was slightly bent and worn, not allowing for secure connection. However, it did pass continuity testing. Analysis found that the reported event was related to a mechanical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that  the system was connected but not ready. There was a message on the image acquisition system (ias) stating that the system "system connected but not ready". The umbilical cable had a damaged locking pin from top and bottom. The umbilical cable port had a damaged metal locking lever that was bent. The probable cause of the reported issue was a loose connection. The next step was to replace the umbilical cable and port. No patient was present at the time of the event.